Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device was not holding a charge reliably, dropping from full charge to around 70% within an hour after charging on the cradle. An RMA was issued to troubleshoot the issue and restore device functionality. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.